Event description:
It was reported that the target lesion was located in the peroneal artery. The 5.0 x 12 mm nc trek balloon was advanced for post-dilatation of an unspecified stent. During advancement in the non-abbott sheath, the distal shaft of the balloon became kinked. There was no significant resistance noted; therefore advancement of the device was continued and the shaft subsequently separated. The separated portion of the device was withdrawn inside the sheath and no intervention was required. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy, use after damage. The customer reported the device as not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.